Event description:
During testing, the display showed 87% when the fio2 was set at 100%. Calibrating the o2 sensor could not solve the issue. The issue was resolved by replacing the o2 sensor. No pt was involved in this case.